Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not provided. The customer alleged that it was due to pump's alarm volume and vibration were too low. During troubleshooting with tandem technical support, it was determined that pump volume was low due to customer not inputting the correct settings needed to make sound. Customer consumed carbohydrates to address bg and adjusted settings as needed to address the issue and continued using the pump for insulin therapy.